Manufacturer narrative:
(B)(4). The stent remains inside the patient. There was no reported product deficiency. Angina, ischemia, myocardial infarction, death, cardiogenic shock, ventricular tachycardia, arrhythmia, and hypotension are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Date of event (B)(6) 2010.

Event description:
It was reported that on (B)(6) 2010, the patient underwent stenting in the predilated proximal left circumflex artery with one xience v stent. On (B)(6) 2010, the patient was admitted with chest pain and was found to have had an st and q-wave myocardial infarction (mi). The echocardiogram showed a left ventricular ejection fraction of 10% to 20%. The patient's hemoglobin and hematocrit was low and the patient was transfused with 7 units of blood. On (B)(6) 2010, the patient's pulse rate and blood pressure dropped. The patient had runs of ventricular tachycardia and the patient expired secondary to cardiogenic shock and the mi. An autopsy report was not available. There was no additional information provided.